Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of bg was over 600mg/dl with nausea, vomiting and polydypsia. The patient was taken to the hospital and treated with insulin via pump and IV fluids. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 07/28/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2016 with the following findings: evaluation revealed that the bb shows the pump was running on default year of 2007. A por was observed on (B)(4) 2007 01:22. When the pump was powered back on the time/date was set to (B)(4) 2016 17:43. Investigators were unable to verify the time/date reset to default setting in the black box. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Damage to the pump case observed between the upper right corner between the up key and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.